Event description:
A report was received that the patient was experiencing pain due to lead migration. The lead was pinching one of the nerves in the cervical spine causing pain. The patient underwent a revision and was doing well post-operatively.